Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: (B)(4), implantable pacing lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient received multiple shocks and was taken by ambulance to the hospital. The lead remains in use. Nofurther patient complications have been reported as a result of this event.

Event description:
It was reported by the patient's spouse that the patient received multiple shocks and was taken by ambulance to the hospital. Follow-up information received from the clinic disclosed that the patient was admitted to the emergency room because of an electrical storm as a result of the patient's heart medication. The clinic confirmed the device function was normal. The patient's medication was changed and the dosage adjusted. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.